Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the mylar flap of the flow sensors were stuck to the top of the flow sensors' housing. The flow sensors were recommended for replacement.

Event description:
The hospital reported the unit alarmed and would not calibrate the flow sensors. There was no report of patient involvement.